Event description:
It was reported that the patient had a hip revision and surgeon replaced the stryker cup with zimmer trabecular metal cup/liner. He swapped out a 28 v40 head for a new 36+5 v40 head on a meridian stem.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown cup. The unknown 28mm v40 head was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's revision. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding revision, etiology unknown, involving a unknown cup was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. No patient medical records were available for review. Device history review could not be performed as the reported device lot code was not provided. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported that the patient had a hip revision and surgeon replaced the stryker cup with zimmer trabecular metal cup/liner. He swapped out a 28 v40 head for a new 36+5 v40 head on a meridian stem.